Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v521501, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient reported that her managing healthcare provider told her the implantable neurostimulator (ins) would last five to ten years. She had relatively low settings and her amplitude was at 0.7. She had therapy turned off during a pregnancy and about six months after her pregnancy because she had a caesarean section. The patient turned stimulation back on in (B)(6) 2012 and it had been doing its job, but she suspected therapy was turned off right now. She was not feeling any stimulation sensation and hadn't been sleeping very well because she had been up a lot with frequency since (B)(6) 2015. She also recently saw her healthcare provider to have her bladder stretched. On (B)(6) 2015, the patient saw the poor communication screen on the patient programmer and was getting no telemetry. She tried using the programmer with and without the antenna and was getting poor communication either way. She also tried new batteries. No event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.